Event description:
Per the clinic, the device was explanted on (B)(6), 2023. It is unknown if there are plans to reimplant the patient with a new device.

Event description:
Per the clinic, the patient experienced a wound dehiscence and an infection (purulent discharge) at the implant site that was treated with oral and topical antibiotics. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on august 15, 2023.